Manufacturer narrative:
Device remains implanted inside the patient.

Event description:
It was reported that the endovascular procedure was performed for an aneurysm at the right pcoma ( posterior communicating artery). During procedure the subject flow diverting stent was deployed against the vessel wall. It was noticed that the subject stent was not fully apposed at the proximal end. Physician re-crossed the subject stent with a microcatheter to get the vessel apposition but the subject stent moved forward with no change in its proximal narrowing. Patient was given antiplatelets and there was no immediate post procedure clinical sequelae. Pre procedure patient's artery was >25-50% stenosed with an nihss and mrs score of zero. No additional information available.

Event description:
It was reported that the endovascular procedure was performed for an aneurysm at the right pcoma ( posterior communicating artery). During procedure the subject flow diverting stent was deployed against the vessel wall. It was noticed that the subject stent was not fully apposed at the proximal end. Physician re-crossed the subject stent with a microcatheter to get the vessel apposition but the subject stent moved forward with no change in its proximal narrowing. Patient was given antiplatelet as a medical intervention and there was no immediate post procedure clinical sequelae. Pre procedure patient's artery was >25-50% stenosed with an nihss and mrs score of zero. No additional information available.

Manufacturer narrative:
B1: adverse event/product problem- corrected from product problem to adverse event with product problem. B2: outcomes attributed to ae- updated. B5: executive summary - updated. H1: type of reportable event- corrected from malfunction to serious injury. F10/h6: health impact code grid- corrected to unexpected medical intervention. H4: manufacturing date ¿ added. D4: expiration date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the subject device was successfully implanted, did not completely cover aneurysm neck. There was incomplete proximal wall apposition on deployment. The stent was re crossed with a microcatheter to aid opening but the stent moved forward during the procedure with no improvement in proximal fish mouth. The decision was to accept and manage with antiplatelet rather than balloon/stent etc. No immediate post procedure clinical sequelae. The antiplatelet therapy was given as the medical intervention. The subject device was used for target aneurysm treatment. There were no adverse consequences to the patient, there was no immediate post procedure clinical sequelae. The patient received dual anti-platelet agents post procedure: aspirin 600 mg/d, prasugrel 20 mg/d on (B)(6) 2022, no detail for post-procedure antiplatelets therapy. Access was through left radial. The preoperative type, shape, and size of the intracranial aneurysm was saccular right posterior communicating artery aneurysm, 4.1x5.3x4.8 with neck 4.6 mm. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported ¿stent failed/unable to open¿ and ¿stent dislodged/migrated¿.